Manufacturer narrative:
All components of the device were received. The implant was still attached to the pusher with no evidence of thermal detachment. The implant and the over-coil on the implant were damaged. The distal portion of the pusher, the core wire, was kinked. The pusher's electrical resistance was measured at 40.4 ohms, which is within specification. The proximal connector resistance was measured at "ol," which is normal. The 4-way v-grip continuity test indicated all green lights. The tip was undamaged. Based on the investigation, the complaint is unconfirmed because the implant was found still attached to the pusher and had not prematurely detached.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached without use of the controller. There was no reported patient injury or additional intervention.